Event description:
The customer reported their unicel dxc 600i synchron access clinical system generated a "cartridge chemistry sample cuvette no fluid detected" error. Upon troubleshooting, the customer found the fitting on reagent probe b was loose and fluid leaking on the reagent probe drip tray. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on reagent probe b to resolve the issue, no further leaks or instrument errors were observed. (B)(4).